Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. There was no stuck buttons or button error alarm noted during testing. There was no ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a button error alarm and keypad anomaly on the insulin pump. The customer's blood glucose level was 190 mg/dl. The customer was asked if she recalls any significant events leading to alarm and anomaly and she no. The customer was advised that the insulin pump will be replaced. The patent was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.